Event description:
Patient states increased hip pain over the last 3-4 months. Patient had a 44 bhr head and 50 bhr cup implanted in (B)(6) 2012. Patient had a sed rate of 25, crp 0.4, co level of 12.1; cr 10.9.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report. - attachment: [214496 summary.pdf]